Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl. The customer suspected the infusion set site to be the cause of the high bg as the infusion set tubing had been snagged and the site was tugged at. A pump system check was performed and no device issues were found. The customer declined to remove the site for inspection at the time of the report and reportedly, site was changed after this report was given. The customer declined tandem technical support's offer to follow-up.